Manufacturer narrative:
The incident occurred during a preserve study for retrievable ivc filters. The device used is not available for evaluation. Without such evidence, the complaint cannot be confirmed and no further investigation can be performed.

Event description:
Subject is a (B)(6) year old female with past history of resolved shortness of breath and pulmonary embolism, who is a current smoker with shortness of breath and bilateral segmental pulmonary embolism. Contraindication to anticoagulation was due to active bleeding and current pulmonary embolism in the setting of previously resolved pe. On (B)(6) 2016, subject was admitted to the hospital, consented, and option¿ elite retrievable vena cava filter was placed without complication. She was discharged on (B)(6) 2016. On (B)(6) 2017, subject was diagnosed with extensive occlusive deep venous thrombosis involving the entire visualized left deep venous system from calf to external iliac vein. It was noted at this time that the subject also had chronic appearing nonocclusive thrombus in the right common femoral vein. The subject underwent thrombolysis procedures on 7-8/dec/17 as well as post filter retrieval ((B)(6) 2017) on (B)(6) 2017. Serial balloon dilation was then performed from throughout the left-sided pelvic vein and stents to the popliteal vein with 8 mm balloons. Balloon maceration was performed; the popliteal vein and then thrombus was swept antegrade. Repeat venogram demonstrated markedly improved luminal diameter and flow. The issue was ongoing at the time of subject¿s exit from the study after her one month post-retrieval visit on (B)(6) 2018. The pi considered the event expected and possibly related to the ivc filter or procedure.